Event description:
Reportedly, the transmitter is no longer transmitting. The pit light and button remain green when the patient interrogates the implant with the telemetry head that does not recognize the implant (pit button that does not flash).

Event description:
Reportedly, the transmitter is no longer transmitting. The pit light and button remain green when the patient interrogates the implant with the telemetry head that does not recognize the implant (pit button that does not flash)

Manufacturer narrative:
- Upon reception, the returned home monitor was tested and the status light remained red. - based on available data, it can be suspected that the subject home monitor no longer functions due to normal wear over time. Indeed, it should be noted that the device was manufactured in 2015 and was therefore used for about 8 years. - this case is followed in trending.